Manufacturer narrative:
The device was returned for analysis. Analysis could not confirm the reported event of the device overheating. When received the device was not working, pre-repair temperature testing could not be performed. The motor was noisy and running rough. After disassembling the housing, analysis found that the motor, bearings and seals were corroded due to dried saline. The device was repaired, tested to all manufacturing product specifications and returned to the customer. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Evaluation was not performed; product was not returned for analysis. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The facility reported that postoperative the handpiece runs rough and overheats. There was no patient impact.